Manufacturer narrative:
(B)(4). Additional information: the device was manufactured july 25, 2014 ¿ july 26, 2014. The device was received for evaluation. Visual inspection noted particulate matter embedded inside the tubing of the device. The reported condition was verified, however, the particulate matter was not inside the fluid path. The cause of the particulate could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black mark was observed inside the tubing of a large volume infusor device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.